Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-10 into the cbd through the prepositioned (awg2-35-450) wire guide, assistant nurse tried to straighten the zso-7-10 using a straightener. The nurse straightened zso's pigtail and passed a wire through, but the wire did not pass. The wire did not pass because the pigtail was bent. The new zso-7-10 was used and wire guide was not changed. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Device evaluation: 1 x zso-7-10 device of lot unknown was not returned to cirl. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number unknown. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while the stent was being straightened as it was being prepared to be loaded onto the wire guide. The kink resulted in the inability to pass the wire. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while the stent was being straightened as it was being prepared to be loaded onto the wire guide. According to the initial report, this occurrence was prior to patient contact. The complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.